Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All additional information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes include an obstruction or an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment with a renasys touch device, after repeated occlusion alarm without apparent reason, the nurse tried to reset the factory presets several times and the screen was turning a gray color. Treatment was completed with a back-up with no delay.